Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: during investigation, the pump was powered on to a dim orange display. The original complaint of a blank screen was unable to be confirmed. The pump was opened to an intact display connector and an intact display flex cable.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016 ¿ correction: the date of submission for the 3500a supplemental should be 08/16/2016.